Event description:
During the 2nd stick with a lf003, the laser displayed "clean fiber tip". The tip of fiber was cleaned and laser reset. On second treatment attempt, the laser alarmed "high laser current, cycle power". The fiber was swapped with a lf002 which alarmed with a "black body" error during first stick. A second lf002 was used to complete case. No patient consequence reported.